Event description:
An endeavor sprint rx drug-eluting coronary stent system, length 24 mm, diameter 3 mm, was intended to treat a lesion in a pt. It was reported that the stent would not cross the lesion and, on removal from the pt, the stent struts were destroyed. The target lesion in the cx exhibited 90% stenosis and was severely calcified. It was reported that the lesion was pre-dilatated with 1.5x20mm and 2.5x20mm balloons. The 3.0x24mm endeavor sprint rx failed to cross the lesion and, on removal from pt, the struts were noted to be deformed. Further dilatations were performed and a 2.7x24mm (MFR report # 2953200-2010-00207). Endeavor sprint rx device also failed to cross the lesion. Further dilatations were performed and two endeavor stents (2.75x18mm and 3.0x12mm) were used to treat the lesion. Pt was stable post procedure and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4) other, stent deformed during procedure. Eval: results: failure to delivery stent; 90% stenosis, serve calcification. Conclusions: 90% stenosis, serve calcification. Eval summary: the device was returned to medtronic for eval. The stent was positioned on the balloon as per specifications. The 13th, 16th and 17th proximal stent segments were raised and deformed. The first proximal segment was slightly flared.